Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged visualization of particles in the tube and the patient alleges there is some "gritty substance" in the chamber at times. Also, the closure lock has ceased to work, and the humidifier chamber comes open often. The pressure isn't constant anymore. Additional information was requested of the patient regarding medical history however the patient was not comfortable discussing that information there was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown brown and black dust-like contamination, inconsistent with degraded sound abatement foam, at the air inlet of the blower box. White dust-like contamination on top of the blower motor, blower motor seal and isolators. Black contamination, consistent with keratin, at the air outlet of the blower box, unknown brown and black, inconsistent with degraded sound abatement foam, particles of contamination on the bottom the blower box. Also, a few tiny pieces of potential hair or fiber in the bottom of the blower box. Potential mineral deposit spots on the bottom of the blower box, indicating potential liquid ingress. Potential mineral deposit spots on the bottom of the blower motor, indicating potential liquid ingress. Unknown black dust-like contamination, inconsistent with degraded sound abatement foam, on the rear panel. Also, potential black hair/fiber contamination, inconsistent with degraded sound abatement foam, on the rear panel. Brown and black dust-like contamination, inconsistent with degraded sound abatement foam, and black potential hair/fiber contamination, inconsistent with degraded sound abatement foam, on the bottom enclosure. A few black specks and potential hair/fiber contamination, inconsistent with degraded sound abatement foam, on the front panel. Unknown brown and black specks and black potential hair/fiber contamination, inconsistent with degraded sound abatement foam, on the top enclosure. Also, unknown orange substance on the top enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and dust-like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain continuous positive airway pressure (CPAP), bi level positive airway pressure (bipap), and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tube and the patient alleges there is some "gritty substance" in the chamber at times. Also, the closure lock has ceased to work, and the humidifier chamber comes open often. The pressure isn't constant anymore. Additional information was requested of the patient regarding medical history however the patient was not comfortable discussing that information. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.